Event description:
It was reported that device brok (broken damaged).

Manufacturer narrative:
H2 correction: please remove "foreign" from g3.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The proximate cause of the report of the syringe sizer sensor failure was confirmed as a results of an electrical failure with the linear potentiometer. The assembly was replaced and calibration performed.

Event description:
It was reported that device broke (broken damaged).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause of the report of the syringe sizer sensor failure was confirmed as a results of an electrical failure with the linear potentiometer. There was no reported patient involvement. This device is used for therapeutic purposes.